Event description:
A malfunction issue was reported, occurring after a winter storm with temperatures below -20 degrees. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to call back if any further malfunction codes appeared.